Manufacturer narrative:
Section e1, initial reporter of the initial medwatch report indicates (B)(6). Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. A cause of the reported issue could not be determined.

Event description:
A customer contacted physio-control to report that their device would not deliver defibrillation shock to a patient when used with disposable electrodes. The device was then used with standard hard-paddles and the customer was able to successfully deliver defibrillation shock to the patient. There was no harm to the patient as a result of the reported event.

Manufacturer narrative:
The patient associated with the reported event was a male. Physio-control contacted the customer to request additional information on the patient. The customer informed physio-control that no further patient information is available. Patient fields in which information is not provided were intentionally left blank. The device was not returned to physio-control. A third-party service agent visited the customer's site and performed an initial evaluation of the device. The service agent was unable to duplicate or verify the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Device not evaluated by manufacturer.

Event description:
A customer contacted physio-control to report that their device would not deliver defibrillation shock to a patient when used with disposable electrodes. The device was then used with standard hard-paddles and the customer was able to successfully deliver defibrillation shock to the patient. There was no harm to the patient as a result of the reported event.